Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert coming from the device. A remote monitoring transmission indicated that the alert was triggered due to short v-v intervals and varying pacing impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.